Manufacturer narrative:
Citation: (B)(6) et al. Transfemoral transcatheter aortic valve implantation in a patient with a severe aortic stenosis and cardiogenic shock requiring intra-aortic balloon pump support. Postep kardiol inter 2015; 11, 1 (39): 55¿57. Doi: 10.5114/pwki.2015.49187. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with severe aortic stenosis (as) in cardiogenic shock (cs) who underwent intra-aortic balloon pump (iabp) and emergency balloon aortic valvuloplasty (bav). Blood cultures showed an infection of acinetobacter baumani. The transcatheter aortic valve implant (tavi) was postponed several times due to the infection. Approximately three weeks after the iabp, although blood cultures were still positive on the day prior, the patient underwent tavi with a medtronic corevalve (serial number not provided). During the implant procedure when the corevalve was two-thirds deployed, ventricular fibrillation occurred. The implantation was completed promptly, and cardiac massage was started followed by five defibrillation shocks delivered to restore sinus rhythm. A post-implant evaluation showed moderate paravalvular leak. No lesions were present on the valve that were indicative of infective endocarditis. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No further details were provided.